Manufacturer narrative:
The root cause of the reported issue was traced to a faulty interface or power pcb assemblies. The customer was notified that the device could not be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle during initial power on. The reported issue was duplicated. The device can no longer be repaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.